Event description:
The customer observed (B)(6) alinity s anti-hbc reagent kit results for 3 donors when the reagent cartridge volume is low. The following data was provided, tested on (B)(6) 2020, (B)(6): sample ID (B)(6). Sample ID (B)(6). Sample ID (B)(6). The confirmatory testing from the national virus reference laboratory was all (B)(6)using the vidas and the biorad methodology. There was no impact to patient management reported.

Manufacturer narrative:
This follow-up MDR is being submitted because this event involved an international product: alinity anti-hbc, list 06p06-55 which a field action, fa02sep2020 has been taken. There is no impact to the us similar product: list 06p06-60 and no further mdrs will be required.

Manufacturer narrative:
Review of complaint activity associated with the complaint, alinity s anti-hbc lot 09227be00, identified normal complaint activity. A returned reagent kit cartridge was tested to determine the cysteamine hydrochloride content. Despite sample stress due to testing, storage, and transport conditions the content of cysteamine hydrochloride remained within the acceptance criteria. Therefore, a reduction of the concentration of cysteamine hydrochloride caused by a possible contamination of the sample can be excluded. Specificity testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 09227be00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The acceptance criteria for the returned customer samples did not pass, confirming the customer's experience of elevated sample specific results. A review of field data for the customer's three instruments, as1034, as1042, and as1066, as well as comparable instruments was performed. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity s anti-hbc assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06p06-55 that has a similar product distributed in the us, list number 6p06-60.